Event description:
It was reported that the patient was hospitalized with anemia starting on (B)(6) 2022. The patient¿s outpatient labs from (B)(6) 2022 revealed a hemoglobin of 5.5. The patient was advised to go to the emergency department (ed) and upon admission their hemoglobin was 4.6. The patient received 3 units of packed red blood cells (prbcs) and reportedly had multiple days of tarry black stools. The patient was thought to have gastrointestinal (gi) bleed with melena starting on (B)(6) 2022. The patient had an esophagogastroduodenoscopy (egd) and colonoscopy. The patient had dyspnea and fatigue. As of (B)(6) 2022, the patient had been diagnosed with gastritis following their aforementioned diagnostic tests. It was additionally reported on (B)(6) 2022 that the patient's bleeding had been treated with 5 doses of venofer on (B)(6) 2022. It was additionally reported on 27jan2022 that the patient had critical activated partial thromboplastin time (aptt) results on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported gastrointestinal bleeding, cardiac arrhythmia, and patient conditions (elevated troponin and prolonged activated partial thromboplastin time) could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: an electrocardiography (EKG) was performed that related their elevated troponin levels to sinus tachycardia and possibly to their implant.